Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the device would not staple but cut. The surgeon performed a colo-rectal anastomosis. No consequence postoperative for the patient.